Manufacturer narrative:
The lift involved was a sara 3000 model with (B)(4). The lift has an indicated safe working load of 200kgs. The resident is indicated to be a male of unk age, (B)(6). No serious injuries were alleged. Medibo has put together an investigation report that looks at the incident history with this and related issues, with complaint history on the issues and a simulation of abuse leading to and beyond a break in the bolts that hold the lifting arms of a sara 3000 device. This report concludes that, "in the face of the evidence gathered, it would appear to be highly unlikely that a sara 3000 could become damaged at the lifting arms to such an extent that the device were to become unsafe, as an unreasonable degree of abuse is required for this to occur." The opi of the sara 3000 clearly states - the lifting arm movement is to be monitored for correct trajectory, and the operator is to be ready for possible obstructions. The operator is to make allowances for any obstructions before the transfer. What to do should an obstruction occur (troubleshooting section). There is no significant trend with this issue: two bolts alleged to have broken off on a sara 3000, in the complaints received to date. From the information gathered, it would appear that the description of events is highly unlikely to have occurred as indicated. Medibo strongly advises the staff at the facility to be retrained to the latest operating and product care instructions of the device, with special attention to avoiding obstructions.

Event description:
It was reported to medibo, that during transfer the patient was raised out his wheelchair, and that at this time the two bolts holding the lifting arms in place sheared off. It is indicated that as a consequence, the patient fell back into the wheelchair, without injuries. (B)(4).